Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implant date: (B)(6) 2018. 5076-58 lead, implant date: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the both the right ventricular (rv) lead and right ventricular (rv) his bundle lead were exhibiting high thresholds. Both pacing leads remain in use. No patient complications have been reported as a result of this event.